Event description:
Received a letter from abbott that medical devices manufactured and distributed by abbott providing incorrect readings. The freestyle libre 3 plus may provide incorrect low glucose readings, which if undetected, may pose a potential health risk for people living with diabetes. Freestyle libre 3 plus lot: 60003601.